Event description:
There were no reports of any injury or death. The customer reported the system failed to boot up.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system fuses were evaluated and reseated. The system was tested and found to be working as intended and returned to service.